Manufacturer narrative:
The failed IV sets have been sent to the contract supplier for evaluation on 01/03/2017. A quality alert has been sent to the contract supplier to address the issue proactively on 01/03/2017. The manufacturer will follow up on the investigation.

Event description:
The user reported the following information: "patient set up with an IV of taxol with the zyno pump. · infusion line was leaking, leaking came from the green vent; this was still apparent when brought into the pharmacy for our inspection; tubing was replaced with a second set. · emergency drugs were IV push and done at the lower port. · taxol was disconnected. This was to prevent any more taxol from accidentally infusing. · a second set was opened. This was the second set of tubing. The lower y site, that is part of the huber needle set up (this is where the taxol filter tubing was connected) did not break, the taxol filter tubing broke off into the actually luer lock of the y site causing the blue accordion to remain compressed so when emergency meds were given, it leaked out of this y site. Therefore a new IV (port access) had to be started. " no patient injury or harm was involved in this event. The user reported a leaking issue from the air vent of zyno's IV set.

Manufacturer narrative:
Zyno medical received the investigation report from the contract supplier on 06/05/2017. The user-reported leaking issue is confirmed. Corrective actions have been taken to address the manufacturing deficiency identified.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00011).